Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reported experiencing a "pop sensation" associated with the cardiac resynchronization therapy pacemaker (crt-p). It was noted that there was a possible crt-p malfunction. It was noted that the patient symptoms were related to episodes. One episode was related to the cardiac resynchronization therapy pacemaker (crt-p) feature check that monitors the pacing amplitude threshold and adjusts left ventricular outputs. It was noted that two skipped beats were from loss of left ventricular capture. The faster beats at the beginning of the episodes were likely related to the supra ventricular tachycardia (svt) discriminator that withhold ventricular tachycardia (vt) detection when the device determines that the ventricular rate is irregular or not stable. There is no "backup" ventricular pace when the feature that monitors the pacing amplitude threshold and adjusts lv outputs is on. Another episode looks to be related to svt discriminator check that withhold vt detection when the device determines that the ventricular rate is irregular or not stable, but it also may be that the test aborted. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient reported experiencing a ¿pop sensation¿ associated with the cardiac resynchronization therapy pacemaker (crt-p). It was noted that there was a possible crt-p malfunction. It was noted that the patient symptoms were related to episodes. One episode was related to the cardiac resynchronization therapy pacemaker (crt-p) feature check that monitors the pacing amplitude threshold and adjusts left ventricular outputs. It was noted that two skipped beats were from loss of left ventricular capture. The faster beats at the beginning of the episodes were likely related to the supra ventricular tachycardia (svt) discriminator that withhold ventricular tachycardia (vt) detection when the device determines that the ventricular rate is irregular or not stable. There is no ¿backup¿ ventricular pace when the feature that monitors the pacing amplitude threshold and adjusts lv outputs is on. Another episode looks to be related to svt discriminator check that withhold vt detection when the device determines that the ventricular rate is irregular or not stable, but it also may be that the test aborted. The device and lead remain in use. No further patient complications have been reported as a result of this event. It was further reported that the skipped beats were confirmed to be due to the the device feature that automatically monitors pacing thresholds at periodic intervals. It was noted that the left ventricular (lv) lead lead function was normal. The the device feature that automatically monitors pacing thresholds at periodic intervals was programmed off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.